Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure at t10, the ibt ruptured upon re-insertion, after the curette was used in the vertebral body. No fragments were left in the patient and no patient complications were reported.